Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to 5mm to occlude the vessel. The physician then noticed that the occlusion balloon had deflated unexpectedly. The physician continued the case without distal protection. The patient is reported to be fine.